Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "verify"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was a patient involved, any reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump with "verify" was not confirmed nor duplicated during product evaluation. However, service found an intermittent air alarm when unit was loaded with a primed line. The quality engineer confirmed the air alarm and determined the root cause as a defective air sensor. The air sensor was replaced and calibrated as per service manual to correct this condition. A service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc. 20j retention period. Should additional information be received, a follow-up medwatch will be submitted.